Event description:
The customer reported that the system locked up and would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Images were saved in fluoroscopy and the cine system was checked during the service call. The system was tested and found to be working as intended and put back into service.